Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of spectrum iq infusion pumps were over alarming during patient use. It was further indicated that this over-alarming occurred after software update was performed to correct upstream occlusion issues. No additional information is available.